Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-02818 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the wire on the end of the peg tube broke as the physician was pulling the device through the stoma sight. The physician enlarged the stoma site and got a new endovive safety peg kit pull method however the second peg tube was not able to come through the incision site. The procedure was aborted. The physician stated the incision was of proper size initially and the nurse stated that the patient may have had mesh surgically implanted. The second procedure was aborted due to the patient's anatomy. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) the reported event of difficulty pulling peg tube through stoma site. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.